Manufacturer narrative:
E1 phone number: (B)(6) b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was showing last error code 1310. There was no reported patient involvement.

Manufacturer narrative:
D3. Mfg name: corrected. H3: the device was received for evaluation. Service history review identified that there has been the same complaint raised in the last 12 months, and it had the rtc battery replaced. Visual and functional tests were performed. The error code 1310 was present, but the battery voltage was 2.8 volts so there no fault with the battery. The mainboard will be replaced in this pump as there are no faults found with the rtc battery itself. Awaiting customer po before proceeding with the repair.